Event description:
It is reported that the drill bit broke during use, was retrieved.

Manufacturer narrative:
Evaluation summary: excessive toggle of the drill can cause the drill to fail. Cause cannot be definitively determined. Evaluation: as returned, the drill bit has fractured at approximately the proximal notch of the flutes of the drill. The fracture exhibits gouging/deformation to the cutting edge of the flutes. Device history records indicate all components were manufactured and inspected to specification. Exemption: (B)(4). Total number of events: 21. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.